Event description:
A user facility biomedical technician reported filing of the saline bag had occurred. According to the registered nurse who had reported the issue to the facility biomedical department, the event occurred during recirculation, and the machine was pulled for service prior to any patient involvement. The saline was disposed without being used.

Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occured during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with this reported issue. This report is being investigated by the manufacturer via a CAPA. The investigation is pending; a supplemental MDR will be filed at the completion of the investigation.